Event description:
Info received indicates while performing an inspection of the bed, the technician found the right intermediate siderail latch cover bent, which prevented the siderail from locking in place.

Manufacturer narrative:
The technician replaced the latch cover, and the siderail is not functioning properly.